Event description:
It was reported that a malfunction occurred on the customer's pump, which displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue multiple times before, and tandem technical support sent a replacement pump with updated software. The customer was instructed on how to return the problematic pump, program the new pump settings, and connect their cgm to the replacement. The caller agreed to all instructions and acknowledged the need to use an alternate method for insulin delivery if necessary until the replacement pump was operational. Customer will continue to use current pump.